Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The preconnected ipp pump was removed and replaced with a new one. Further information was requested and not yet received. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
No malfunction reported. The ams700 device was visually inspected and functionally tested. No leak was found. Both cylinders performed within specifications. There was flash in the pump channel. Destructive testing was performed to determine if the amount of flash in the channel would contribute to malfunction. Manufacturing engineering concluded that the amount of flash was within specification and would not contribute to malfunction. The pump was not functionally tested due the destructive testing. Review of the manufacturing records for this batch cannot be performed, as no batch number was reported and a ship history cannot be performed. Labeling review and risk review not required per (B)(4) product investigation. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The preconnected ipp pump was removed and replaced with a new one.